Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 5 for the same event. It was reported by the sales rep via phone that in relation to a meniscal repair procedure, five of the customer's truespan peek 12 degree malfunctioned. According to the report, the failure with each device was that the sutures were pulling out of the implants. The surgeon did fully depress the triggers until there was a click. The tips of the needles were in scope view until they were penetrated through the tissue in order to deploy the implants. The surgeon did penetrate until the depth stop. The surgeon used a probe. All deployed implants were removed from the patient. The case was completed with a truespan 0 degree. No additional information could be provided. The devices were discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Correction: date received by MFR: the date received by manufacturer was inadvertently documented as 3/14/2019 in the initial report. The correct date was 4/25/2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Additional information: investigation summary : the complaint device was not returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part (228151) lot number (l649575) combination as per qlik query executed 02/05/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.